Event description:
It was reported that this implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced due to a nonspecific product performance anomaly. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.